Manufacturer narrative:
The insulin pump passed the displacement test and rewind. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. We were unable to perform the self test, unexpected restart error test, off no power test, occlusion test, prime/compromised force sensor resistor test, off no power test, and excessive no delivery test due to motor error alarms. We were unable to verify the compromised force sensor system alarms due to the motor error alarms. The motor was tested outside of the device and passed. All operating currents are within specification. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked case, a cracked case at the reservoir tube window corner, and a cracked display window.

Event description:
The customer reported via phone call that she needed to change the infusion set and got a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin kept squirting out and she rewound the pump. Customer primed it with no reservoir and stated that it worked. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.